Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus select ous mr 24 x 2.50mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with stent struts lifted distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10jun2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded stenosed, 2.50mm x 20mm, eccentric, target lesion containing a >45 degrees bend was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 24 x 2.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.